Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a s necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information have been made; now new information has been received. (B)(4).

Event description:
A surgeon reported that during corneal flap creation, there was no side cut, consequently, the flap could not be lifted, and the procedure was aborted. Additional information has been requested.